Event description:
A surgeon reported a case of posterior capsule rupture, observed during a laser assisted cataract procedure of a patient's right eye. Reporter indicated the event occurred following gentle hydrodissection and shortly after beginning phaco with another manufacturers device. Reporter delayed an anterior vitrectomy was performed with the implantation of an anterior chamber intraocular lens, and the procedure was completed without further complications or delays. Reporter stated he felt this may be related to bubbles trapped beneath the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).